Event description:
New information received notes that failure to capture, high pacing impedance, and r-wave amplitude variation was noted on the right ventricular lead. During the lead revision procedure, the rv lead helix was unable to be extended after successful retraction and the rv lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout the explant procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-26849. It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's implantable cardioverter defibrillator was found to have exhibited far-r wave oversensing, resulting in inappropriate automatic mode switch. Upon presenting in-clinic for corrective programming changes, interrogation of the right ventricular (rv) lead revealed high capture thresholds. The programming changes were made but were not able to resolve the over-sensing, and the atrial over-sensing is currently unresolved. X-ray imaging performed on (B)(6) 2021 revealed lack of rv lead slack. A lead revision procedure was scheduled but not yet performed. No adverse consequences to the patient were reported thus far.